Manufacturer narrative:
The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no visual defect has been observed. An underwater pressure test was performed and the device passed within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set would not flow during patient infusion. The reporter stated the fluid was still being pulled from the primary set instead of the secondary set while using an alaris pump. The primary line started the patient on saline and the secondary IV infusion of antibiotic started but would not flow. The secondary bag hung higher than the primary and when infusion started the IV fluids from the primary set were still going even though it had been programmed for the secondary set to be running. The secondary tubing was changed and the infusion worked properly. There was no patient injury or medical intervention associated with this event. No additional information is available.